Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure. Patient's mother reported that patient experienced discomfort while wearing the device and had a blood glucose level range of 140-150 mg/dl throughout the day. The pod was worn for less than one hour and as treatment, a new pod was applied.